Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 587mg/ld. The customer stated that his blood glucose meter was reading "high" all day and she did not treat and ended in the hospital. Troubleshooting was performed the time and date in the insulin pump were incorrect. Reviewed the bolus history and no boluses were showing. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to change the infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.